Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). Two photos were provide for further evaluation. No samples were provided. Based on the evaluation results, visual examination of the photographs noted that the thread of a caresite valve appeared damaged/cracked. The reported defect was confirmed via the photos. Although the reported defect was confirmed, without the actual sample to evaluate, a thorough investigation was unable to be performed. The exact root cause could not be determined at this time. However, incidents of cracked/leaking valves can be caused by several factors, including but not limited to the product being subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening or frequent set manipulation), or other various unforeseen circumstances during the clinical application. Review of the discrepancy management system (dsms) database was performed for the reported lot numbers and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). Although it was confirmed that the device involved is not available for evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: customer reports that there were several incidents involving chemotherapy medications. In the first case, the medication was leaking out of the vent. The second case involved the connector site, the caresite appeared to be cracked. One set was in use with vent closed, however the vent opened and about 6 drops of a red chemotherapy drug dripped on to patient's newspaper. No unprotected exposure. The other set was found to be leaking at the caresite valve, set was in use for approximately 10 to 12 hours. Patient noted bedding was wet. Nurse tried switching out onguard components, but leak continued. The y site adapter was in use, but on examining the set, the end user found a crack in the caresite. Three possible lot numbers were provided: 0061701149, 0061701148, or 0061688345. Lot number 0061701149; expiry date: 09/30/2022; production date: 10/23/2019. Lot number 0061701148; expiry date: 09/30/2022; production date: 10/23/2019. Lot number 0061688345; expiry date: 07/31/2022; production date: 08/01/2019. The first incident is being reported via MFR report number: 2523676-2020-00010. The second incident will be reported via MFR report number: 2523676-2020-00011.